Event description:
Eight months following cypher stent placement to treat an in-stent restenosis of an unknown device, the patient presents with complaints of stable angina (ccs1). An adverse event is noted as restenosis of a previously treated lesion (lesion 1-1). The patient is returned to the cardiac cath lab where coronary angiography reveals a 90% stenosis of the previously stented saphenous vein graft. This is an eccentric, class b2, readily accessible proximal segment. It is a 2.5 x 10mm with a smooth contour, no bifurcations, but angulations between 45 and 90 degrees. There is little to no calcification present and no thrombus is noted.